Event description:
It was reported that during a inferior vena cava filter placement procedure via right internal jugular vein, the filter did not open completely while deploying. It was further reported that the filter had to be retrieved and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. The filter legs appeared to be uncrossed. No functional testing was performed. Therefore, the investigation remains inconclusive for the reported failure to expand issue as no objective evidence was provided for review. A definitive root cause for the reported failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2025).

Event description:
It was reported that during a filter placement procedure, the filter did not open completely while deploying. It was further reported that the filter had to be retrieved and the procedure was completed using another device. There was no reported patient injury.